Event description:
Customer reported her blood glucose level lowered to 40 mg/dl. The paramedics were called out to the customer home. Customer wanted to check if the settings were correct in her device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.